Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to pocket erosion. The device was explanted and replaced on (B)(6) 2018. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.